Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h4, h6, h7, h8, h11. Distribution history: this complaint unit was manufactured at csi on 4/23/2021 and shipped on 09/10/2021. Manufacturing record review: DHR's were reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: there is no service record for this unit. There is a record the system lp-10-120 unit being converted to a demo unit in 2022. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Majority of complaints were not confirmed while others were due to unrelated issues. Product receipt: the complaint unit was returned under 10/31/2025. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the device tested to specification and found to meet visual and functional test specifications. A root cause is not applicable as the complaint condition was not confirmed. Note: one observation is a note indicating the doctor had been attempting to coag through blood which is not optimal. To coag, the work site must have minimal amount of blood for the device to work in this mode. A potential contributor for the issue encountered is the presence of more blood than usual. A root cause is not applicable in regard to the device. The unit was evaluated, adjusted, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.

Event description:
It was reported that the coag feature was not working during procedure. Unable to stop/coag/slow bleeding. After minutes of adjusting tip/machine/grounding pad etc. No patient harm reported. Device to return for repair. No additional information available. Lp-20-120 leep 2025-10-0000749.

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.